Event description:
During an abdominal hysterectomy, while a laparoscopic maryland was being used, the tip broke off of the instrument and into the patient. The surgeons worked for six minutes to retrieve the piece and it was pulled out of the patient via a laparoscopic port.